Manufacturer narrative:
The device was functionally evaluated in co laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering eval and the exact cause could not be reliably determined.

Event description:
The product was used during a varicose vein procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.